Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that her right front caster is coming loose and about to fall off. The wheel housing is cracked.